Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter corporate product surveillance an interlink injection site in which there was blood backflow. According to the report, the rubber stopper became dislodged from the injection site allowing IV fluid/ blood to backflow from the patient. The event occurred in the nuclear medicine department. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.